Event description:
Reportedly in 2007, the unit was running ok on a pt; then ac was removed to transport the pt. No battery alarm or other abnormality was observed. When the ac was reconnected; the unit started continuous alarm; and no button on the front panel responded to touch. The unit was still running; and it could not be turned off. Paw high led and external power led were solid on; and the internal battery led was flashing. The user tried to unplug and plug ac power; the condition remained the same. Please note that there was no serious injury or death in the reported incident. Add'l info rec'd from the user facility on may 1, 2008.

Manufacturer narrative:
Eval summary: the unit passed all comprehensive tests, functioned normally and the reported problem could not be duplicated. In addition, the hospital electrical network was tested by our rep and 3kv electrical spikes/surges were found. Protection against surges by regulation is only up to 2kv. The most likely root cause for this issue may be due to electrical surge from the hosp network lines. Because this failure happened at two other ht50 (reported under importer report# 2023050-2007-00049 and 2023050-2008-00001) at the same hosp and approx at the same time, our assumption is that the failure is related to the hospital environment.